Event description:
The healthcare professional reported that during an endovascular embolization procedure, there were difficulties with the 8mm x 24cm galaxy g3 (gly120824 / 2222401s). It was reported that ¿the problem was coil stretching in the microcatheter. The coil was removed again from the microcatheter without getting implanted in the aneurysm.¿ the coil was replaced. There was no negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (2222401s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.